Manufacturer narrative:
Our company representative visited the hospital and inspected the anesthesia workstation. The reported issue could be solved by "exercising" the vaporizer lid where after the unit and vaporizer worked as intended and the anesthesia workstation was returned back to clinical use after successful functional tests. The received logs do not cover the date of the reported event and does therefore not provide any explanations of the experienced event. Our conclusion into this matter is that it was a temporary leakage at the lid of the vaporizer that caused the reported issue.

Event description:
(B)(4)

Event description:
It was reported the anesthesia workstation generated alarms for leakage. It is unknown if there was patient involvement during the event. Manufacturer reference # : (B)(4). Importer reference # : (B)(4).